Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 4.6 mm diameter and 9.3 cm in length abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity, mild thrombus, and severe calcification in the iliac arteries. The aortic neck was reported as 16 mm in length, the diameter at the renal artery was 25 mm, 7 cm below the renal artery the aortic neck was 16 mm in diameter, 2 mm below that 27 mm in diameter and just above the aneurysm the aortic neck diameter was 17 mm in diameter. The stent graft was inserted via the left side and the bifurcated stent graft was implanted however, due to the narrow in diameter aortic neck the contralateral limb could not be cannulated. (MFR report# 2953200-2011-00925) the physician elected to implant a talent converter device, making this an aui. An iliac limb was implanted distally to the talent converter extending down to the hypogastric artery and an occluder successfully occluded the contralateral side. An angiogram was performed and there were no issues and there was no thrombosis present. The physician elected to implant two 6x37 biliary stents in the left external iliac artery for vessel patency. It was reported that upon reinsertion of the sheath there was vessel trauma/perforation notice with the extravagation of contrast, in the femoral artery. The physician implanted another manufacturer's stent graft covering and resolving the trauma/perforation to the vessel. Another angiogram was performed after the stent was implanted and there was thrombosis/occlusion in the iliac limb and the talent converter stent graft. The physician performed a thrombectomy with a fogarty catheter and the occlusion was resolved. Another angiogram was performed and the right renal artery was occluded, due to thrombosis the stent graft was not covering the renal artery. The physician believes that the occlusion of the renal artery was most likely due to the thrombectomy. The physician cannulated and ballooned the renal artery with a 14, 6x15 balloon, and the blood flow was restored. The physician then performed the femoral to femoral bypass without issue. It was reported a few hours post stent graft implant the pt has decreased blood circulation resulting in mottling in their legs, abdominal and buttocks. It was reported that the pt had heparin induced thrombocytopenia and expired the following day. (MFR report# 2953200-2011-00927, 00928).

Manufacturer narrative:
(B)(4). Evaluation, results: (embolism, perforation, occlusion, death); (narrow aorta, and severe calcification). Conclusion: (narrow aorta, and severe calcification).